Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with the sensor. Customer reported that the transmitter does not flash when connected to the sensor. Customer's blood glucose reading at the time of the incident was not included in the report. Customer reported that upon removal of the sensor they noticed that the cannula was very short. Product is expected to return.

Manufacturer narrative:
Inspected two opened and used enlite sensors; found both sensors with cannula retracted inside sensor base. Unable to confirmed customer received sensors in said condition due to customer returned opened and used.